Manufacturer narrative:
(B)(4). Complaint sample: 02 intact reference sample foil received for investigation along with one open complaint sample foil, single barrier folder, suture and needle for code nw2761 lot t8006. Open complaint sample foil was visually inspected against mentioned breakage suture and it has been observed that sutures received is in a partially disintegrated condition. The receive open foils was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. Open foil was observed with pinhole at bottom cavity side of the pack. Returned needles were inspected against 10x magnification and found to satisfactory. Returned needle was inspected with 10x magnification and no any defect was observed. The received intact reference sample packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. Received intact reference sample foils then subjected to knot pull tensile strength test. The primary pack were opened, and suture and needle were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The reference sample was tested for knot pull tensile strength test and found to meeting the specification requirement. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retain sample analysis: as the complaint is related to breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis, ¿the detected suture breakage issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw2761 / t8006 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The surgeon reported that the suture broke while knotting during closing mucosa. There were no adverse consequences to the patient.